Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring, minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump had physical damage. The customer's blood sugar was unknown at the time of call. Trouble shooting was performed and found 1/2 reservoir circumference is missing, surface scratches, black o-ring out of device and threads from outside are gone. The location of the damage is to the reservoir compartment and to the screen. There was a strong smell of insulin, when customer reached in his pocket a piece of plastic was gone. Damage included broken piece, missing threads, black o-ring, and surface scratches. The reservoir does not stay locked inside. Advice to discontinue use of the insulin pump and revert to backup plan. Advised the device will need to be replaced. The insulin pump will be returned for analysis.